Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, the error logs were reviewed and confirmed error 307 (a node configured to be present stopped responding) occurred. Visual inspection of the unit found no issues related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. While the error was confirmed in the system logs, the probable root cause could not be determined as failure analysis could not replicate the reported issue. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 658362-26 vi cfg to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff called in during the case to report an issue with the system. The caller stated they had a 41113 fault on the system, which led them to power cycle the system. The staff power cycled the system, and the surgeon swapped to the other console to continue with the case. The tse reviewed the logs but found no related issue. The staff reported there were no faults upon power up, and they continued with the case intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case was completed robotically with no harm to the patient.